Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.2 inr. Donor 1 hct: 38%, donor 2 hct: 48%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr, customer meter with masterlot strips: 2.7 inr. Donor 2: retention meter with masterlot strips: 2.2 inr, customer meter with masterlot strips: 2.2 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The same finger was used for more than one test. For a second measurement a new puncture of a different finger is mandatory. The results alleged by the customer were not observed in the meter¿s patient result memory.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer's wife complained of discrepant inr results her husband received on coaguchek xs meter with serial number (B)(4). The customer initially tested at 2:47 p.m. And the result was 5.1 inr. At 9:00 p.m. The customer re-tested and the result was 8.0 inr. At 10:17 p.m. The customer tested again and the result was 6.3 inr. The customer stuck the same finger for all 3 tests. The customer is not sure which result is correct. The customer reported all 3 results to the doctor. The doctor did not say which result was considered to be correct, however, the customer was advised to hold his coumadin for 2 days. The customer's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The customer feels good. The customer has never cleaned the meter. The customer does not have antiphospholipid antibodies. The customer has not started any new medications, he has not had any diet changes and he has not experienced any bleeding or bruising. The customer had a cold. He was not taking any medication for it. The meter and test strips were requested for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.